Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned to a pil investigation lab. The pil/riql confirmed foam particles during the device evaluation. There were some secondary findings like service required error on front end. Additionally, there were some technical findings like error code, error 72.